Event description:
The advocate stated that her mother tested her blood glucose using her contour ts and one touch meters. The contour ts read 194 mg/dl, while the one touch read 104 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Troubleshooting of the system showed it to be operating as designed. The customer only had one test strip left after troubleshooting, so no product will be returned for evaluation.